Event description:
It was reported that t:slim x2 pump battery would not charge, and pump eventually shut down and could not be turned back on despite use of working outlets, tandem wall adapter, tandem charging cable, and alternate adapters and cables. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.